Event description:
It was reported that the prior to unknown surgery on (B)(6) 2021 when opening the suture envelope, it can be seen that the suture did not present a uniformity in its length, a couple more envelopes are opened that present the same situation. There are no patients involved as they were not occupied. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device rgmckq/ pdp316h38 batch number, and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. (B)(4). An image was received for viewing and based on a visual inspection, it was discovered that the strand had broken into several pieces due to the degradation process caused by exposure to the environment. Product code pdp316h contains an absorbable suture. Upon receipt of the opened package, the time of exposure to the environment could not be determined. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the quantity of devices that were observed with an "uniformity in its length". How was the procedure completed? Procedure name? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 ¿g/m. Events were submitted via 2210968-2021-11869, 2210968-2021-11871 and 2210968-2021-11872